Event description:
It was reported that the right ventricular (rv) lead was oversensing and the sensing integrity counter (sic) exhibited a high number of episodes. The lead remains in use. No patient complications have been reported as a result of this event.